Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The device was returned for evaluation, and subsequent testing verified the complaint. The weld was broken at the bottom left. The evaluation also found the upholstery is separating at the seat hinge and the plates are rusted. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The left side frame is broken, which also caused the left wheel to not turn correctly and is not worn evenly.